Manufacturer narrative:
Additional information: b.5. Bd canada clinical rep identified that collection staff are not noticing any issues during collection - however when the tubes are tested on il (instrumentation laboratory) acl top series family (550 and 750 series) they are rejected for insufficient specimen quantity. H.10. Bd performed a site visit to the customer facility and has worked with them to troubleshoot the issues with the citrate tube and low fill volumes. The customer has also reviewed the issue with their instrument manufacturer and had a re-calibration conducted on the instrument to ensure the fill volume detection system was operating within the required parameters. Furthermore, bd reviewed the indications in the bd vacutainer® evacuated blood collection system instructions for use (04/2018, vdp40161-web-08) with the customer to ensure that best practices were followed during sample collection. As of the end of march 2019, the customer has reported a reduction in the quantity of low fill volume bd vacutainer® citrate tubes being detected with their instrument, which is also down to a level that they consider ¿normal¿ results. The customer has evaluated a significant sampling of data to determine if there is a correlation between the use of the bd vacutainer® push button blood collection system (pbbcs) and the bd vacutainer® citrate tube during blood collection. Based on their assessment, they were not able to determine a specific correlation. Overall, the customer is pleased with bd¿s support, troubleshooting and recommendations relating to this issue. They have also expressed satisfaction with the conclusions drawn from the investigation conducted at bd. The customer will continue to evaluate their internal sample collection and processing procedures and work with their staff to ensure that the recommendations provided by bd (as indicated in the bd vacutainer® evacuated blood collection system instructions for use) are adhered to. At the same time, bd will continue to monitor this customer issue as well as complaints received for this product and failure mode.

Event description:
It was reported that a bd vacutainer® buffered sodium citrate (9nc) blood collection tube did not fill properly during use. The following information was provided by the initial reporter for the reported incident: material no: 363083 batch no: 8121978, 8156595, 8074673. It was reported that the tubes are not filling properly. This customer has been using a new instrument acl top 550 since fall of 2017. In fall of 2018 is when they first noticed the spike of increased rejected samples on this machine. The customer, (B)(6)diagnostics, is a community reference lab and as such they take between 12,000 and 13,000 patients per month. The rejection rate is about 80-100 per month. Staff at the collection centers have not noticed anything unusual in terms of volume (to what they see). The rejection takes place at the analyzer step. This analyzer appears to be very precise and will reject anything under 90% of the fill even if it is the tiniest amount under the fill. The supervisor in charge of the machine has calibrated several times in response to the complaints of over rejection, but it still appears to be happening with some months worse than others. The reason they took so long to let bd know is that they wanted to confirm the issue among themselves before escalating it. New information received: bd canada clinical rep identified that collection staff are not noticing any issues during collection - however when the tubes are tested on il (instrumentation laboratory) acl top series family (550 and 750 series) they are rejected for insufficient specimen quantity.

Manufacturer narrative:
There were three potential lot numbers reported for this incident. The information for each lot number is as follows: medical device lot #: 8121978. Medical device expiration date: 2/28/2019. Device manufacture date: 5/1/2018. Medical device lot #: 8156595. Medical device expiration date: 3/31/2019. Device manufacture date: 6/5/2018. Medical device lot #: 8074673. Medical device expiration date: 1/31/2019. Device manufacture date: 3/15/2018. Investigation summary: bd had received samples for incident lot numbers 8121978 and 8156595 from the customer facility for investigation. No samples were received for incident lot number 8074673. The customer samples were draw tested and the indicated failure mode for underfill with the incident lot was not observed as all tubes met the required draw volume specification. Additionally, retention samples of incident lot numbers 8074673, 8121978 and 8156595 were selected from bd inventory for evaluation and testing and upon completion, all retain tubes drew within specification. A review of the device history records was completed for the incident lots and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. At the same time, bd has initiated further investigation relating to the issue of underfill through a previous CAPA (B)(4). The investigation is still on-going to determine if the potential causes of this issue. Bd has reached out to the customer facility to provide additional troubleshooting and support on this issue. Bd is continuing to work with the customer to address their concerns regarding their coagulation instrument (il), which has flagged a number of citrate tubes as under filled. Investigation conclusion: based on evaluation and testing of both the customer and retain samples, the customer¿s indicated failure mode for underfill with the incident lot numbers was not observed. However, further investigation relating to underfill has been initiated through a previous CAPA (B)(4). The investigation is still on-going to determine if the potential causes of this issue. Root cause description: a previous CAPA(B)(4) has been initiated to document further investigation and root cause analysis relating to underfill. The investigation is currently on-going and will be updated as the potential root cause(s) are identified.

Event description:
It was reported that a bd vacutainer® buffered sodium citrate (9nc) blood collection tube did not fill properly during use. The following information was provided by the initial reporter for the reported incident: material no: 363083, batch no: 8121978, 8156595, 8074673. It was reported that the tubes are not filling properly. This customer has been using a new instrument acl top 550 since fall of 2017. In fall of 2018 is when they first noticed the spike of increased rejected samples on this machine. The customer, (B)(6), is a community reference lab and as such they take between 12,000 and 13,000 patients per month. The rejection rate is about 80-100 per month. Staff at the collection centers have not noticed anything unusual in terms of volume (to what they see). The rejection takes place at the analyzer step. This analyzer appears to be very precise and will reject anything under 90% of the fill even if it is the tiniest amount under the fill. The supervisor in charge of the machine has calibrated several times in response to the complaints of over rejection, but it still appears to be happening with some months worse than others. The reason they took so long to let bd know is that they wanted to confirm the issue among themselves before escalating it.